Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out-of-range pacing lead impedance with noise. The patient had atrial tachycardia episodes and pectoral stimulation at threshold. Device reprogramming was done and the physician would continue to monitor the patient. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested of the field representative. Should any further information become available, this report will be updated.